Event description:
The pt had two damaged catheters. Photos submitted to pfm seem to indicate that the user used a drainage tube/vacuum bottle whose luer broke off into the catheter valve. Therefore, the valves had to be replaced. As the photos will convey, there is still residual material in the valves. The pt was attempted to be drained on (june 8th after having bilateral valves replaced june 7th. It was noted that there was removal of air shortly after starting on the right side. A chest x-ray was done and revealed a moderate pneumothorax. The pt was at end stage and had extensive disease and the pneumothorax had not significantly added to her breathing distress at that time. The pt was being monitored daily with a chest tube. Another chest x-ray was conducted and revealed a slight decrease in the pneumothorax. Initially it was thought there was no pt affect from the valve issues but the reporter later indicated that the problem had caused the pt unspecified issues.

Manufacturer narrative:
The device malfunction occurred outside of the u.s. The device involved was not returned to pfm. The following were reviewed for lot # 1107-005; DHR (device history record), review of similar complaints, risk management review. Results of the DHR (device history record) indicated that the quality records for lot # 1107-005 are completed and in order. There is no non-conformity associated with lot # 1107-005. There were no prior/similar complaints for this lot #. A review of the risk analysis for the device was also conducted. The potential risk of pneumothorax was identified in the risk management report for the asept pleural drainage system. The possible malfunction of the catheter valve may have had an impact on the performance of the device. Photos submitted to pfm seem to indicate that the user used a drainage tube/vacuum bottle whose luer broke off into the catheter valve. Therefore, the valves had to be replaced. As the photos will convey, there is still residual material in the valves. Because the specific device in question was not returned to pfm for further analysis, we were unable to determine the incident's root cause. Pfm medical will continue to monitor complaints of this kind in the future. Also, this incident has been reported to (B)(6). Evaluation, method: "actual device not evaluated"; "manufacturing review".